Event description:
Pt developed raised redness and blisters on sacral area.

Manufacturer narrative:
Method - analyzed info provided to MFR. Results and conclusion - while not confirmed, it seems very unlikely that this device caused the event. The warming was applied with a cloth blanket between the warmer and the pt in a physical location where the pt was not being warmed.